Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-may-01. The patient had a 2 week follow up appointment on (B)(6)2018. The patient had a 4 week follow up appointment on (B)(6)2018. The patient had a 3 month follow up appointment on (B)(6)2018. The patient had another 4 week follow up appointment on (B)(6)2018. The hcp provided the patient¿s medical records with a date of (B)(6)2018. The patient¿s medical history includes hypertension, asthma, gerd, cervical spondyloarthritis, degeneration of lumbar or lumbosacral intervertebral disc, displacement of lumbar intervertebral discs without myelopathy, lumbosacral spondylosis without myelopathy, lumbago, and chronic pain syndrome. Their surgical history includes cholecystectomy, hysterectomy, and right foot. Their social history includes tobacco use. Their allergies include lopid. The patient¿s current medications include gabapentin 300 mg capsule orally twice a day, alprazolam 1 mg tablet orally hs, labetalol hcl 200 mg tablet orally 2 tabs bid, norvasc 5 mg tablet 1 tablet orally once a day, aspirin 325 mg tablet 1 tablet orally once a day, cozaar 25 mg tablet 1 tablet orally once a day, prilosec 40 mg capsule delayed release 1 capsule orally once a day, zocor 40 mg tablet 1 tablet in the evening orally once a day, effexor xr 150 mg capsule extended release 24 hour 1 capsule with food orally once a day, colace 100 mg capsule 1 capsule as needed orally once a day, ibuprofen 800 mg capsule 1 tablet orally three times a day, miralax- powder orally pm, cyclobenzaprine hcl 10 mg tablet orally pm. The reason for the appointment was for interventional pain follow up. The patient is reporting a return of left anterolateral thigh numbness that has previously responded to the current implanted spinal cord stimulator (scs) system. The patient stopped using the system due to lack of efficacy and wants the system explanted. The pain has become unstable. Reporting increasing intensity in the usual painful areas. Reporting increased radicular dysesthesia, paresthesia, and pain in the left thigh. They attempted to return to work as a nurse in the prison system but due to the physical demands, pain, and symptoms returned. The patient¿s vitals were as follows: heart rate 81 beats per min, blood pressure 137/62 mm hg, height is 64 inches, weight is (B)(6), body mass index is 33.81. The examination included a multiplanar imaging review CT of the lumbar spine was completed on (B)(6)2018-. Demonstrates l1-2 hnp broad and far left lateral with ivf stenosis ax21. Entry of dual lead scs at l1-2. At l3-4 far left hnp with flaval hypertrophy and central stenosis ax40. At l4-5 large broad central hnp with severe central stenosis with flaval hypertrophy ax50 sag25. Interbody cage fusion at l5-s1 with posterior decompression with anterior plating ax56-64. MRI of the lumbar spine was completed on (B)(6)2014. Lumbar x-rays show l5-s1 anterior plate and vertebral body screws with lordosis maintained. X-rays of the thoracic spine were completed on (B)(6)2017 demonstrate scs epidural electrodes to t8-t9 interspace in the posterior epidural space is staggered pattern. The implant was on (B)(6)2015 with distal lead at superior endplate at t8. The patient underwent a physical exam that showed no abnormalities. The implantation sites are satisfactory in appearance without induration, erythema, or rubor. The incisions are intact and well healed. The skin staples were removed. Assessments include postlaminectomy syndrome, lumbar region- m96.2 (primary), degeneration of lumbar or lumbosacral intervertebral disc-m51.37, displacement of lumbar intervertebral disc without myelopathy-m51.26, low back pain-m54.5, and other chronic pain- g89.29. Patient needs surgical evaluation with doctor for l4-5 and possibly l3-4 intervention. Plan lumbar myelogram with post CT imaging. The risks, conduct, benefit, and alternatives of the procedures were discussed in detail with the patient who is agreeable to proceed. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the implant was implanted on (B)(6) 2015 with a distal lead at the superior endplate at t8. The implant site was satisfactory in appearance without induration, erythema, or rubor. The incisions were intact and well healed. The skin staples were removed. Motor strength, coordination, and sensation were all intact. The patient had postlaminectomy syndrome in the lumbar region, degermation of lumbar or lumbosacral intervertebral disc, displacement of lumbar intervertebral disc without myelopathy, low back pain, and other chronic pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2019, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain and non-malignant pain. The patient reported that their stimulator has been turned off since (B)(6) 2017 because it was not helping their back pain since implant on (B)(6) 2015. The patient indicated that their surgeon tried to move their leads in 2015 to see if that would help, but it did not resolve the issue. They also noted that they had a back fusion in 2015 to try and help their pain, but that did not work either. The patient indicated that they do not intend to use their pain stimulation therapy ever again, and they want to talk to their doctor about having the device and leads removed, so they do not have to deal with it and mris. The patient confirmed that their MRI was not related to their device or therapy. They indicated that they are seeing their doctor on (B)(6) 2018. No further complications were reported or anticipated.